Manufacturer narrative:
The customer reported the set was leaking at the texium, and returned 5 samples of material 22603-b007t, lot 24095223. Upon initial visual examination, the sets had no defects or abnormalities. The sets were tested at the texium connection for 10 minutes at 30 psi. There were no leaks observed, and the complaint could not be verified. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.

Event description:
No additional information.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by the customer that leaking with chemo drug below texium.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 22603-b007t and lot# 24095223 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.